Manufacturer narrative:
(B)(4). Device evaluation: review of the black box and download history revealed data recorded on dates from 4/1/2013 - 4/10/2013. There were records of a low battery warning and 3 replace battery alarms. The records further revealed evidence of a partially discharged battery installation on (B)(4) 2013. The black box further revealed one valid occurrence of a time and date reset on (B)(4) 2013 at 06:26 to (B)(4) 2013 at 22:13 = 8 hours, 13 minutes. On testing, there was no occurrence of power loss. The electrical current draws were found to be within specifications. The pump was opened for investigation and revealed the internal clock battery on the printed circuit board was leaking. There was no evidence of moisture inside the pump. The display was noted to be faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: a faded, discolored, difficult to read display, internal clock battery defect.